Event description:
A patient underwent endovascular repair of an abdominal aortic aneurysm which extended into the right common iliac artery using the gore excluder aaa endoprosthesis. A trunk - ipsilateral leg component was deployed from the left common iliac artery and a contralateral leg component (pxc2010) was deployed from the right common iliac artery. Both were successful. To extend the ipsilateral leg of the device a second contralateral leg component (pxc2014) was implanted. The final angiogram showed successful exclusion of the aortic aneurysm. A two year follow up CT suggested the first contralateral leg component (pxc2010) had migrated proximally into the aneurismal sac; however, the patient remained asymptomatic. Two years later, a second procedure was successfully performed to exclude the right common iliac aneurysm with two additional contralateral leg components. The physician believed there was inadequate overlap between the trunk- ipsilateral leg component and the contralateral leg component, leading to migration into the aneurismal sac. The patient is reported to be doing well.

Manufacturer narrative:
H6: method - a review of the manufacturing paperwork has been conducted. H6: results - the review of the manfacturing paperwork verified that this lot met all pre-release specifications.